Event description:
Dealer states it randomly goes into drive lockout. He could not give me information that sounded like a defect. The chair goes into drive lockout at correct angles, but he states it's not always just reclined or just tilted. I explained the drive lockout process with smart actuators. Nothing he has stated seems like a malfunction, but he believes it to be a problem.